Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was discovered that this right ventricular (rv) lead had perforated the patient's ventricular septum and ended up screwing itself into the left ventricle. The patient was being seen for an av node ablation when this was discovered. During the ablation procedure, the pocket was reopened and the rv lead was repositioned successfully. There were no additional adverse patient effects reported. The lead remains in service.